Manufacturer narrative:
Procedure notes were received august 5, 2015 indicating the patient demographic information.

Event description:
The physician placed the spiderfx in the patient's right carotid artery (rca) graft. He then deployed a 2.5x14 integrity stent. When retrieving the spiderfx filter with the retrieval sheath, the sheath became caught on the stent strut and would not advance. The physician then pulled the filter into the stent, trying to retrieve the filter. The spiderfx filter caught on the stent strut and would not retrieve. After multiple attempts with multiple devices/catheters, with the assistance of the physician, they placed a guiding catheter as far as possible into the graft and pulled everything out, including the stent. A post injection of contrast showed no adverse events. Another integrity stent was placed and the procedure was completed. Evaluation of the returned device confirmed the complaint. The distal end of the spiderfx filter was received with the deformed remains of the stent.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).